Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered on the implantable cardioverter defibrillator (ICD) due to noise. It was noted that this occurred while the patient was having electrocautery on their arm when no magnet was placed over the patient's device. The ICD remains in use. No patient complications have been reported as a result of this event.